Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up with a device that was oversensing. The oversensing was noted on a realtime egm and also stored egm. The device was reprogramed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.